Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion due to the programmed high outputs on the left ventricular (lv) lead of 3.75 v at 1.5 ms. The device was explanted and replaced. No patient complications have been reported as a result of this event.